Manufacturer narrative:
Continuation of medical devices: c4tr01 device, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that they were not feeling well since their last device check and the patient noted a lead was not fu nctioning, which was noted at the last device check. Follow-up was unable to provide additional information at this time. The low-voltage pacing lead remains in use. No further patient complications have been reported as a result of this event.